Event description:
Dexcom g6 sensor inaccuracy: 3:07pm g6 reading 134, finger stick reading is 111. That is a mard (mean absolute relative difference) of 20.7%, which is outside the allowed 20% range.